Event description:
It was reported the patient was scheduled for battery replacement. Generator was interrogated and high impedance was observed. Patient has had no trauma or increase in seizures. In surgery, generator was replaced and diagnostics came back within normal limits. Multiple diagnostics were performed and no high impedance was observed. The lead wire was removed from the pocket and no fractures were observed. The old generator was not tested as it had become contaminated. Accessory kit was not opened to test the old generator. Patient was programmed to previous settings. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Physician's office reported that the patient no recent trauma or manipulation were reported. X-rays were taken, and x-ray results were attached. No images were provided. The report indicated that the neurostimulator battery device was overlying the left chest wall. No discrete lead break identified radiographically. X-rays have not been reviewed by manufacturer to date. No other relevant information has been received to date.